Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked rear housing, cracked front housing, and contaminated dso and uso sensor seals. A high-pressure alarm was revealed in the event history log. Functional testing was able to "duplicate" the reported problem. It was determined that the contaminated dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a double beeping and damaged front case. The reported product fault occurred during testing, there was no patient involvement.